Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a calibration error alert and a lost sensor alarm. The blood glucose reading was 101 mg/dl. The patient declined to troubleshoot for calibration error troubleshooting. The customer was informed about proper methodology for insertion and calibration. No further information was provided.